Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004788213-2022-00022 through 3004788213-2022-00025 and 3012447612-2022-00072 through 3012447612-2022-00076.

Event description:
It was reported that a patient underwent a second operation to perform a laminectomy. The initial operation was performed to fix a c4,c5, and c6 hernia and c5 spondylolisthesis using anterior fixation with roi-c and maxan. Postoperatively, the spondylolisthesis at c5 returned and the c6 vertebral body broke at the point where the roi-c plate and maxan screw tip meet in the vertebral body. A laminectomy was performed and the implants remain implanted. The patient did not have any pain or side effects of the breakage or spondylolisthesis. This is report three of nine for this event.

Manufacturer narrative:
Device evaluation: product was not returned as it remains implanted, however x-rays were provided. The fractured bone is seen in the x-rays. Device evaluation is unable to be performed to determine further relation between the devices and the event. Potential cause: root cause was unable to be determined. This event could possibly be attributed to improper evaluation of bone structure, improper procedural strategy for this incident, or unknown patient or traumatic factors. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a second operation to perform a laminectomy. The initial operation was performed to fix a c4,c5, and c6 hernia and c5 spondylolisthesis using anterior fixation with roi-c and maxan. Postoperatively, the spondylolisthesis at c5 returned and the c6 vertebral body broke at the point where the roi-c plate and maxan screw tip meet in the vertebral body. A laminectomy was performed and the implants remain implanted. The patient did not have any pain or side effects of the breakage or spondylolisthesis. This is report three of nine for this event.